Event description:
It was reported that the staff noticed that the sheath from the intra-aortic balloon (iab) kit was damaged. The staff stated that the sheath was damaged and unpassable. As a result, a new sheath was used. There was no report of patient complications serious injury or death.

Manufacturer narrative:
Qn#(B)(4). No part has returned to teleflex chelmsford for investigation. The reported complaint of sheath damaged is not able to be confirmed. The root cause of the complaint is undetermined. The specific serial number/lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends. Corrected data: a correction has been made, as the code for the "health effect clinical code" was placed incorrectly in the "health effect impact code".

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the staff noticed that the sheath from the intra-aortic balloon (iab) kit was damaged. The staff stated that the sheath was damaged and unpassable. As a result, a new sheath was used. There was no report of patient complications serious injury or death.